Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had a loss or change of therapy; the caller reported the patient was getting out of a chair last night, they fell back and landed on their tailbone. They were wondering if the system was working properly because it seemed that it was not helping their urinary symptoms as well as it was previously. The patient did not feel stimulation, with the therapy on, they increased stimulation and confirmed they were able to adjust amplitude to a comfortable spot. The patient was to follow up with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.